Manufacturer narrative:
A supplemental MDR is being submitted due to pre-decontamination observations of the returned device. Sections b4, d9, g3, g6, h2 and h11 have been updated. Additions to sections b5 and h6: device code(s). The investigation is ongoing.

Event description:
According to pre-decontamination observations of the returned device, the distal tip of the esheath+ was torn and separated; it was noted that a portion of the tip was missing and not returned. Additional information provided per fcs indicating it was known that the esheath+ was torn, but not missing a piece. The facility is unable to search the drapes for the missing piece as the drapes were discarded.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transcarotid tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, there were difficulties passing the 23mm commander delivery system with the s3ur valve through the 14fr esheath+. Upon removal of the esheath+ from the patient, its tip was noted to be torn. The patient did not suffer any injury.